Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have had a problem for the past few weeks where their therapy gets turned off. Patient said they will go into the application to charge their implant and it says therapy was off. Agent asked what level the implant was at and patient said it is down to 10%. Patient said prior to the last month it was always at 40% and they would only use that much. Patient confirmed they have not had any setting adjustments made since august. Patient mentioned they contacted a representative at the end of august and they noticed that the therapy might have been off for a while because they didn't noticed it when they talked to the representative in august. Agent reviewed that therapy will automatically shut off if ins battery gets depleted. Agent reviewed to charge more frequently to ensure therapy remains on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-17 additional information was received from the patient. The patient called back and repeated the same information as previously reported. The patient said since last call, they had tried to charge earlier instead of waiting 7 days. They said that they recharged after 6 days however they still said the ins battery showed 10% and therapy was off and they said that they saw the same after 5 days the following week. When asked if they turned therapy back on after recharging if it was off, the patient's response wasn't clear. Reviewed turning therapy on after recharging implant. Patient was concerned about therapy turning off. Patient was redirected to schedule an appointment at managing physician's office to check implanted neurostimulator and recharge report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they didn't get much insight from the clinician app except for the amount of recharging. It seemed as though recently the patient had been recharging daily or every other day and the depletion was rapid. Apparently, there was no information the log file that was sent. The engineer asked for the programmed settings the patient was using. The patient was on program 3 at 2.4 for a lot of the time. They switched to program a (0+1-2-) at 2.5. The patient also said the same 1 to 2 day depletion happened on both.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep called to discuss pulling reports/logs when meeting with the patient today. The agent sent the rep the retrieving reports and logs information. The patient was reporting that the ins battery was depleting from 100% to 0% in 4 days and 100% to 50% in one day. Technical services (ts) reviewed to look at the recharger stats, impedances (current/past values) and current/past programming to see if the patient had increase stimulation higher than what they would expect and to ask about falls, trauma, new activity that the patient was doing. The patient didn't have a healthcare provider (hcp) at this time. The rep called back to request assistance with how to access downloaded reports on laptop. The agent walked the caller through accessing the downloaded data report. The caller then inquired how to download the recharger session report. The agent walked the caller through this process, but after choosing the option to download that report, the file transport progress remained at 0% for several minutes. Agent then transferred to hcit for further assistance. The rep was able to get the files downloaded and then emailed them to ts who sent the files to engineering for evaluation. The rep responded to ts and reported that th ey didn't get much insight from the clinician app except for the amount of recharging. They reported that it seemed as though recently the patient had been reaching daily or every other day and depletion was rapid.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-05 additional information was received from the patient. The patient's reason for calling was because a rep told them to call and get an update. The patient mentioned that their therapy was turned off at the time of the call. The patient stated that they had been charging the ins more frequently, but it still depleted in a day or so. The patient added that they get random jolts/pain when they turn the therapy back on, which they noticed probably 2 months ago. The patient stated that a rep was aware of the jolts/pain when turning therapy back on. The patient said they did not get the jolts/pain when turning therapy off. Agent reviewed that the case was under review by technical services/engineering. The agent reached out to engineering and was informed that there was no new information yet.